Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the patient's insulin pump alarmed no delivery. Her blood glucose at the time of incident was 510 mg/dl. The customer treated via insulin pump bolus. Her blood glucose decreased to 460 mg/dl. Troubleshooting was declined for the no delivery alarm. The drive support cap was inspected and it appeared normal. No products were returned or replaced.